Manufacturer narrative:
A ge oec service rep investigated the issue and found a loose pin in the lemo receptacle that was repaired. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec fluoroscopy system would not make an x-ray exposure when commanded. No x-ray.